Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers failed to stay closed for station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: d11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 failed due to medication bag jam behind the drawer. A field service engineer (fse) inspected the machine, removed the medication bag and tested the matrix drawers 6 and 7 using hardware test application successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers failed to stay closed for station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.